Event description:
According to the operative report, the pt experienced a complicated postoperative course that included bleeding, congestive heart failure, and deep vein thrombosis. The pt also complained of dizziness and malaise. Echocardiogram demonstrated paravalvular leak with significant aortic regurgitation. Intraoperatively, paravalular leak was identified near the commissure between the right coronary cusp and non-coronary cusp. The valve was explanted and replaced with sjm 23ahpj-501, according to the surgeon, the valve is being retained by the pt's rep.